Event description:
The facility representative reported that the pump would not charge. This issue reported to have occurred before use. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29 2007. Evaluation summary: the customer reported issue was confirmed during service. During product evaluation, the baxter technician found a fail code 570:320:844:0000 in the event history. This failure code was associated with batteries. Inspection of the device found that this fail code was caused by a damaged power supply harness, which in turn caused the low battery voltage. The power supply harness was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.